Event description:
It was reported that a red alert had been generated for this system due to out of range pacing impedance measurements which were greater than 2000 ohms on the atrial and right ventricular (rv) channels. There are also high pacing threshold measurements on the rv channel. The patient does not require rv pacing so the physician is less concerned about the rv lead. A lead safety switch (lss) occurred due to the out of range atrial pacing impedance measurements which reprogrammed the lead from bipolar to unipolar configuration. A technical services consultant reviewed the presenting data and identified oversensing on the atrial channel most likely due to the programming switch to unipolar. The consultant suggested lead evaluation and to program the atrial channel back to bipolar configuration or decrease the sensitivity for unipolar. Efforts to obtain additional information were unsuccessful. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).